Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)- analysis found that the programmer failed to boot and locked up on attempted software reload. The printed circuit board was out of electrical specification.